Event description:
A patient reported blood glucose results of "132 and 105 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 15% and/or <= 12 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has received the test strips involved with this complaint on 06/23/2011 and completed device evaluation on 06/30/2011. The alleged complaint was not confirmed with product analysis. Lifescan has received the meter involved with the complaint on 07/07/2011 and anticipates to conduct an investigation; however, investigation has not been completed at this time. Once the investigation has been completed, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.